Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns programming history available at the MFR, it was found that a faulted diagnostics test occurred that resulted in an unintended change in the pt's vns settings. The change was discovered and the output current was corrected; however, the other settings were not corrected. Current settings indicate that the pt is back at intended settings; however, it is unk when the settings were completely corrected. No adverse events have been reported as a result of the change.